Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty fully deflating the balloon occurred. The lesion was severely calcified and located in the circumflex artery (cx). The physician dilated the lesion with a maverick balloon. After pre-dilation the physician successfully deployed a taxus express2 2.5 x 24 mm drug eluting stent. Upon withdrawal the delivery balloon would only partially deflate. The physician attempted pulling negative and tugging hard, however without success. The physician then decided to deep seat the guide catheter to successfully remove the stent delivery balloon. The physician attempted these procedures for about 30 minutes before the partially deflated balloon was removed from the stent. It is noted the stent remained in good position. No patient complications or injuries were reported due to this event. Patient status is reported as "satisfactory/good."